Event description:
It was reported that the right ventricular pace/sense lead had high threshold. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d154awg ICD, implanted (B)(6) 2007. (B)(4).